Manufacturer narrative:
Date of event estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2024-07510 and 3006705815-2024-01985. It was reported that the patient had several falls. As a result, the patient was experiencing ineffective therapy and imaging confirmed the leads had migrated, it was also reported the patient's ipg was end of life. The ipg was deemed inoperable, and it is unknown if the device depleted prematurely. Surgical intervention took place where the ipg and leads were explanted and replaced to address the issue. Effective stimulation was restored.